Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distal cover may have been easy to come off the subject scope due to improper attachment of the cover, causing the suggested event. The event can be detected/prevented by following the instructions for use which state: - ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." - "3.5 attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, it was discovered the distal end cover, was missing from the scope when they withdrew the scope from the patient. The user opted not to go back to retrieve the fallen distal end cover. The user believes that it will eventually pass through the gi tract. An unspecified sphincterotome and catheter were also used during the procedure. The lot number for the (B)(4) is not available since there are multiple (B)(4) in individual packaging in the bin. There was no delay in the procedure due to this occurrence. There were no anti-fogging agents used during the procedure. The scope and distal cover were inspected prior to use and no abnormalities were seen. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.